Manufacturer narrative:
(B)(4). Product was returned and examination of the returned part determined that returned tasp exhibits signs of repeated use and the post feature has fractured off all pieces returned. DHR was reviewed and no discrepancies were found. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It was reported that the tibial articular surface provisional was found fractured on a warehouse shelf. No adverse events have been reported as a result of the malfunction, as there was no patient involvement.